Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that pieces of trephine broken during surgery, fragment is not in patient. Delayed surgery by 1 hour. Surgeon used instrument according to surgical technique. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records was conducted. The report indicates that the: manufacturing site: (B)(4). Manufacturing date: 11. May 2012. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation summary was conducted. The report indicates that: no product fault could be detected. The lot in question was manufactured with a lot size of (B)(4) pieces in may 2012 and we are not aware of any other complaint for this article- and lot number. Based on the provided information we are not able to determine the exact cause of this occurrence and can only assume that a mechanical overload did lead to the breakage. We found that the corners of the intact teeth are slightly rounded and blunt, but afterwards it cannot be defined if this was caused be wear and tear or a metallic contact. The examination of the manufacturing papers showed no deviations regarding, dimensions, harness, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard 1.4112 stainless steel. The fracture face is homogenous, which indicates material conformity. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(4) reports an event in (B)(6). Additional information was provided that: during surgery the bone trephine was being used to harvest bone graft when the rn noticed that part of the trephine had broken off. No injury to the patient or healthcare staff. The patient was x-rayed at the time of the incident which was showed that no abnormalities were detected.